Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) troubleshot the issue with the customer's biomedical engineer over the phone. It was discovered that the console was not properly seated in the cart preventing the batteries from charging. The iabp unit had ran on the batteries until they were both depleted. The stm instructed the customer's biomed to reseat the console which allowed the batteries to charge and operation to resume. The customer has cancelled the service call and the iabp unit was returned to use.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) would not power on. There was no patient involvement and no adverse event was reported.